Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover due to external factors. Falling of the curved tube due to external factors was recognized. The bending section cover bonding was missing. The cover is damaged due to external factors. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the tip on the endoeye flex deflectable videoscope was leaking. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the bending section cover had fallen off. This report is to capture the reportable malfunction of the bending section cover had fallen off noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external factors or handling. Olympus will continue to monitor field performance for this device.